Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After powering on the thermogard ivtm system (B)(4), it made a loud bang and the console is no longer powering on. Another thermogard console was use for treatment. Patient's status information was requested but the customer did not provide a response.